Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The power supply unit was replaced and the device software was upgraded to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The expiratory flow sensor was replaced to address the failed internal self-test. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the charging issue was physical damage of the device power supply unit and the root cause of the failed internal self-test was contamination of the expiratory flow sensor. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).